Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx was used in the lung during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the jaws of the coredx device were unable to close and prevented the forceps from being withdrawn back through the scope channel. As a result, the entire scope with the forceps was pulled out. The end of the forceps was then cut, which allowed the remainder of the forceps to be pulled out of the scope. A different device was used to complete the procedure successfully. There were no patient complications as a result of this event.